Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a bilateral aorto-iliac aneurysm using gore® excluder® iliac branch endoprostheses (ibe). On april 29th, 2025, a gore representative was informed that the distal end of the right-side ibe device had become pinched and folded. A reintervention is planned to insert a gore® viabahn® vbx balloon expandable endoprosthesis to straighten it out. Additionally, a pseudoaneurysm was detected in the right common femoral artery. This is ongoing, and no treatment has been noted at this time.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b15: the primary reported device failure mode, collapse or compression of the right-side iliac branch component device (ibc) within 27 days of initial implant, was confirmed through evaluation of the provided clinical images. The imaging evaluation shows compression of the endoprosthesis. A specific cause for the device collapse could not be established with the available information. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. Updated h.6. Type of investigation from b21 to b13, b14, b15, b20, b22. Updated h.6. Investigation findings from c21 to c19, c20, c070601. Updated h.6. Investigation conclusions from d16 to d15. H.6. Investigation conclusions code d16 updated to.